Event description:
The account alleged the side rail will not stay latched. No pt impact.

Manufacturer narrative:
The technician found the side rail is missing the ratchet rivets. The technician replaced the ratchet rivets on the side rail to resolve the issue.